Event description:
Patient representative reported that the patient experienced, fear of alcl, to reduce risk of alcl and due to symptoms consistent with alcl and fear of alcl, tissue damage, pain, discomfort, lymphedema, swelling, rash itching, contracture, baker grade unknown, depression, erythema, and seroma. The following reported events have been deemed not related to the device: cellulitis, abscess, infection, fever, lumps, significant scarring, disfigurement. This record is for the left side. The device has been explanted.

Manufacturer narrative:
The events of capsular contracture, lymphedema, and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, swelling; lymphedema; contracture, baker grade unknown.